Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 2.5, reference: 1.9, mean: 2.2, confidence limits: 1.4 - 3.1: result: pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing has been performed on reported lot 282860 on (B)(4) 2012. Results as follows: donor 1: inratio: 2.0, inratio: 1.9, inratio: 1.8, reference: 1.70, bias threshold: 1.20 - 2.20, %cv: 5.26. Donor 2: 2.7, 2.7, 2.7, 2.39, 1.39- 3.39, 0.00. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected and no further investigation is necessary. Analysis of client's data from inratio and reference method revealed that test results met accuracy criteria. Root cause could not be determined. (B)(4). No further investigation is necessary. This issue will continue to be tracked and trended.

Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio inr: (2.5), lab inr (1.9). Therapeutic range 2.5 for pt.